Event description:
Report received from (B)(6) stating that service was required for the device. During service it was noted that the device was experiencing heat. It is known that the device was not used in surgery. No injuries were reported. There was no additional information provided.

Manufacturer narrative:
The device was received and evaluated by depuy synthes power tools. The reported condition of heat was confirmed. During service the device failed test for high temperature conditions. If additional information becomes available a supplemental report will be submitted. (B)(4).